Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a technician confirmed the device had no power and a ventilator inoperative critical error code in relation to "max reboot" was observed. The technician recommended replacing the device's system board and central processing unit board assembly to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a technician confirmed the device had no power and a ventilator inoperative critical error code in relation to "max reboot" was observed. The technician recommended replacing the device's system board and central processing unit board assembly to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped. New information/correction: correction made to box b event date. The correct event date is 04/02/2025.